Event description:
It was reported that the patient was experiencing stimulation in a non target area. During a previous new implant procedure to cover a new pain area, one of the four paddle lead tails was disconnected to connect a new lead to cover the new pain area. The physician inadvertently reconnected the disconnected lead tail thereby causing the patient to feel stimulation in the wrong area. The patient then underwent a revision procedure in which the paddle lead tail was again disconnected, and the correct device was connected. The patient is feeling stimulation in the correct area and is doing well postoperatively.